Manufacturer narrative:
The catheter model numbers previously reported were incorrect. (B)(4).

Manufacturer narrative:
Product ID: 8781, lot#: unknown, product type: catheter; product ID: 8780, lot#: unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported during pump replacement surgery, they tried to aspirate the catheter access port (cap) and was not able to aspirate the catheter. Physician opened up the spinal incision to check the catheter flow from the connector in the patients back. Pulled the catheter off the connector and the distal section of the catheter had flow. Then flushed the proximal section and reconnected the catheter. Physician was then able to aspirate through the cap and replaced the pump without issue. The patient did not have any symptoms related to the reported event. The drug being used in the pump was lioresal.